Manufacturer narrative:
The device was not returned to redmond. The cause of the reported issue could not be verified or duplicated. The root cause could not be determined.

Event description:
A customer contacted stryker to report that their device would not respond to button presses when attempted. As a result, defibrillation therapy may not be available, if needed. There were no reports of adverse effects to the patient as a result of the reported event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank.

Event description:
A customer contacted stryker to report that their device would not respond to button presses when attempted. As a result, defibrillation therapy may not be available, if needed. There were no reports of adverse effects to the patient as a result of the reported event.